Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jan2020.

Event description:
It was reported that the unit had a battery failure. There was no patient involvement. The battery failure occurred during servicing of the unit and was also found in the device report logs. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The international service technician then replaced the battery and the issue was resolved.